Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose was 52mg/dl and insulin pump alarmed for pump error as well as low battery alarm. Customer was able to complete rewind. Customer advised to monitor the insulin pump and call back if needed. Insulin pump will be return for analysis.